Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 32 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of endometritis, metaplasia, chronic cervicitis, abdominoplasty, heavy periods, blood pressure high, parity 3 and multi gravida on (B)(6) 2022. Previously administered products included: tizanidine for muscle spasm in back and leg. Concurrent conditions were listed as abnormal uterine bleeding, hypertension, pelvic pain, obesity and type 2 diabetes mellitus since (B)(6) 2022. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2022, 4812 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (,robot-assisted total laparoscopic hysterectomy,bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: she has seen the regular doctor, dermatologist and she has gone to have x-ray and ultrasound tests done. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] in 2019: her uterus was enlarged. [Pathology test] on (B)(6) 2022: diagnosis: uterus, bilateral fallopian tubes, hysterectomy and bilateral salpingectomy cervix mild acute and chronic cervicitis with squamous metaplasia endometrium benign secretory phase, chronic endometritis myometrium no pathologic change bilateral fallopian tubes benign paratubal cyst (right side) history: pelvic pain, abnormal uterine bleeding. Gross description: the attached right fallopian tube measures 7.5 cm in length by cm in diameter. The attached left fallopian tube measures 5.5 cm in length by cm in diameter. .the rightand left fallopian tubes are remarkable for 3.4 cm and 2.5 cm in length, respectively, silver metallic essure coil extending from the uterine cornu myometrium into the lumen. [Ultrasound scan] on (B)(6) 2021: 10.6 x 4.5 x 4.3 cm uterus, no discrete uterine fibroid, endometrial stripe measures 2.2 mm in thickness, normal. No endometrial fluid is identified. Normal ovaries bilaterally. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-sep-2023: reporter information,medical history,lab data,indication,drug stop date,event onset date,non drug treatment added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer, on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal"). In a 32 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2022, (B)(6) days after essure insertion. She underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered, medical device removal to be related to essure administration. The reporter commented: she has seen the regular doctor, dermatologist and she has gone to have x-ray and ultrasound tests done. Quality safety evaluation of ptc: for essure, no defect could be confirmed, by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-apr-2023, quality safety evaluation of product technical complaint. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 32 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2022, 4809 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: she has seen the regular doctor, dermatologist and she has gone to have x-ray and ultrasound tests done. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 21-feb-2023: pif received. Reporter information, patient age, product indication, start and stop dated, removal details, action taken with drug updated. Event: injury nos updated to medical device removal. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.